Event description:
The customer reported that the column on the 9800 sys would not move vertically. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The svc rep replaced the power supply. The sys was tested and is now operating as intended.